Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt experienced hyperglycemia of approximately 300 mg/dl since (B)(6) 2010. She attempted to correct hyperglycemia by bolusing insulin and changing cartridge and infusion set, but this was not successful. Pt felt very sick and tested positive for ketones. Husband drove her to the hospital on (B)(6) 2010. She was in the intensive care unit from (B)(6) 2010-(B)(6) 2010 and the regular care unit from (B)(6) 2010-(B)(6) 2010. Pt was given insulin. On (B)(6) 2010, pt started backup infusion device using the same basal rates and blood glucose improved. Infusion needle is changed every day and cartridge every 1 week. Pt did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 100-120 mg/dl. Pt did not lose consciousness. Infusion device was requested for eval. No additional info was provided.